Event description:
Pt reported that three adapters from same lot caused insulin to leak into the device's insulin cartridge compartment, resulting in the pt experiencing high blood glucose levels (200-450 mg/dl), nausea, cramping, and possible diabetic ketoacidosis. Adapters have no visible sign of damage and fit appeared to be okay. Device did not generate any errors during this time. Pt switched to insulin injections. No treatment was received as a result of this incident.